Event description:
Patient presented to the physician with pain due to the ipg being loose within the pocket. Physician brought the patient into the or, removed the ipg, placed a new ipg, re-sutured, and closed the incision site.